Event description:
Same case as 6000093-2006-01859. It was reported that approximately 205 days after a coronary artery drug eluting stenting treatment procedure, in-stent restenosis occurred. The lesions were located in the proximal left anterior descending (lad) artery and the ostial right coronary artery (rca). In the lad, there was tubular 85% stenosis at the lesion site and the lesion was irregular contoured, ulcerated, eccentric and mildly calcified. In the rca, there was a discrete 85% stenosis at the lesion site and the lesion was smoothly contoured, concentric and mildly calcified. No lv (left ventricle) gram was performed during this intervention; however, a prior lv gram demonstrated an ef (ejection fraction) of 70%. Prior to the initial procedure, the pt presented with unstable angina. The vascular access site was the left femoral artery (lfa) and was accessed using the modified seldinger technique, a wire was threaded into the vessel and a seath was advanced over the wire into the vessel. A taxus express2 2.75x12.0mm drug eluting stent (des) was successfully deployed and implanted in the proximal lad using one inflation at a maximum pressure of 14 atms. Following the placement of the des there was excellent angiographic appearance with 0% residual stenosis. Next, a taxus express2 3.00x16.0mm des was successfully deployed and implanted in the ostial rca using one inflation at a maximum pressure of 18 atms. Additionally, a powersail 3.50x8.00mm balloon was positioned across the lesion and inflated 2 times at a maximum pressure of 18 atms. Following the placement of the des and balloon angioplasty, there was excellent angiographic appearance with 0% residual stenosis. Medications administered prior to the procedure included lidocaine, midazolam, nalbuphine; and during the procedure included metoprolol, gtn, heparin, benadryl. Approximately 205 days later, the pt experienced angina, diagnosed with in-stent restenosis in both stents that were placed and was sent for open heart surgery. No further info could be obtained regarding the open heart surgery and the pt's current condition. The physician reported that the pt was just a "non-responder" to the des.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Bacause the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.